Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak at the level filter access line was observed. Visual inspection identified a hole on the filter access line. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex tpe 2000 set, an external fluid leakage was observed. There was no patient involvement. No additional information is available.